Event description:
It was reported that catheter was being placed into the pt's internal jugular in the operating room. The anesthesiologist inserted the catheter into the pt. Upon having a chest x-ray, the radiologist's interpretation states there seems to be something in the distal portion of the catheter - wire, etc. As a result, the catheter was removed and a new kit was opened and placed successfully for the pt. There was a delay in treatment with no harm to the pt, no pt death, and no pt complications were reported. The pt was stressed and had anxiety. Follow up info states this catheter was removed from the pt and a new catheter was used. There was a little piece of silver metal seen on the x-ray. When everything was removed the wire did not appear to be unraveled or separated. After placement of the second catheter they performed another x-ray. They saw the object was still in the x-ray as before. This catheter was left in the pt and used.

Manufacturer narrative:
(B)(4). Sample will not be returned.